Event description:
Healthcare professional reported "thinks left side is ruptured also". Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.